Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of noise was confirmed. A visual examination revealed an external abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of high pacing impedance was not confirmed. Electrical testing and an x-ray examination were performed and revealed no indication of conductor fractures. All tines were intact and undamaged.

Event description:
During a remote follow up, episodes of noise that resulted in oversensing was noted on the right atrial (ra) lead. Additionally, there was an increase in pacing impedance on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. The patient was stable and will continue to be monitored.